Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed an error message on the home screen indicating a server/software communication failure, an unexpected data error occurred and a severe error occurred on the current command; results should be discarded and the station became non-functional, and no medications could be accessed. The customer stated that this malfunction occurred when the user tried to dispense the medications to the patient and caused a more than 12-hour delay in retrieving the medications for the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a database error on the station. A technical support specialist (tss) connected to the station and observed a database error while the technician attempted to load a medication. The station hard drive was found to be (B)(6) full and was cleaned up to (B)(6) utilization. A data synchronization was performed to clear database errors caused by the full drive, and the device was rebooted to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.